Event description:
Prior to an initial implant procedure, the device was found to be in backup vvi (bvvi) mode. A new device was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with normal telemetry communication and output. Analysis of the device image indicated the cause of backup consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. The backup condition reoccurred during the analysis. The device was cut open for further investigation, backup reset could not be reproduced after a power reset was performed; electrical and mechanical tests indicated normal device functionality.